Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the surgeon contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the right eye on the surgeon side console (ssc) was black intermittently. The blue fiber cable (bfc) was cleaned and reseated. The scope was also replaced. The right video on the touchscreen was working, but the ssc right video still kept going off. The tse requested the customer to reseat the bfc again and the issue still happened after a few minutes. The external monitors were disconnected, but the issue persisted. No tile-pro was used. After selecting 2d, the video in the right eye was still black with no overlay of icons. The procedure was aborted with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the system function was checked after booting the system on and the system initially could be booted up without any errors. The customer reported that despite the telephone consultation with the tse and field staff, it was not possible to solve the problem, and the operation had to be cancelled. The customer clarified that only one console was available, which was why the operation had to be aborted. No patient demographics available.

Manufacturer narrative:
Based on the customer reported issue of the right video on the surgeon side console (ssc), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv) monitor on the right due to no picture in the right monitor. The fse also checked the blue fiber cable, and everything looked good. The system was tested and verified as ready for use. Isi has received the hrsv and completed the failure analysis investigation. The reported issue was confirmed and replicated. The unit was installed on an in-house system and the video had no image. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.